Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a bone fragment was stuck in the slot of the screw head, so when the extractor was used to remove it, the extractor broke. The screw was removed without any problems because a screwdriver was fitted into the slot of the screw head. When a k-wire was passed through the hollow part of the removed screw, the broken fragment at the tip of the extractor came out from inside."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "a bone fragment was stuck in the slot of the screw head, so when the extractor was used to remove it, the extractor broke. The screw was removed without any problems because a screwdriver was fitted into the slot of the screw head. When a k-wire was passed through the hollow part of the removed screw, the broken fragment at the tip of the extractor came out from inside."